Event description:
Patient was revised to address pain. Upon explantation there appeared to be modest corrosion on the head and possible on the liner. Update: (B)(6) 2013 - litigation papers received. Litigation alleges metallosis and implant loosening. An unknown device is now being reported to address the loosening allegations. Date of implant has also been provided.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update -(B)(6) 2017 - pfs and medical records received. Within pfs, alleges femoral nerve damage right leg (or hip femoral head) due to aspiration of right hip joints, inflammation. Additionally, left knee now bone on bone due to overcompensating on left side, requiring left knee replacement. Permanent femoral nerve damage of legs. Resulting in limited walking and stairs, limited housework. After review of the medical records for MDR reportability, patient's rheumatologist stated prior to revision that "she is having a inflammatory response to the prosthesis". Revising surgeon indicated "severe metallosis with soft tissue damage/thickening, avulsion of the greater troch., soft tissue detachment from acetabulum and proximal femur, and milk-like fluid in the hip joint". Also noted after removing the metal liner that "there was metal debris behind the metal liner". There was no indication within the revision operative record of implant loosening as alleged, nor of any corrosion as was previously reported--those harms removed from complaint. Metal ion labs available are significantly elevated for cobalt > 7.0 ppb. Unknown reported product will be assigned to the stem and reported for elevated metal ions. Prod/lot updated.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the insert. Per procedure, this device is exempt from device history record review. A search of the complaints databases was not possible against the remaining reported devices as the product/lot codes were not provided. Medical records and x-rays were received and reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.